Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead polarity switched to unipolar due to detection of impedances less than 200 ohms. The patient experienced muscle stimulation in unipolar. Programming would be left in unipolar and the patient would be monitored.